Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient bladder symptoms came back and that when the health care professional tried to adjust the settings, a power on reset ( por ) message was seen on the patient programmer. Was unable to do troubleshooting during the call and was redirected to patient health care professional to clear por. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care profession stated that the device was reset and that per patient history the device was off since (B)(6) 2012. Device was reset at program 4 at 1.4v and patient could feel stimulation in the right location and has a follow up appointment in (B)(6) 2019. No further complications were noted or anticipated.